Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had sensor fractured while in the body. Introducer needle no longer in the body. Customer did not received a medical treatment as a result of needle fractured in the body. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used partial insertion needle retracted inside the hub, and performed visual inspection and checked insertion needle for burrs/hooks and dull needle tip defects and none was found. Insertion needle passed per specifications. Missing sensor.